Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of questionable inr results from a coaguchek xs meter serial number (B)(4) compared to the laboratory method using neoplastine reagent. At 7:00 am the result from the meter was 4.7 inr and at 11:00 am the laboratory method result was 3.4 inr. On (B)(6) 2018 at 6:30 am the result from the meter was 4.4 inr and at 1:00 pm the result from the laboratory was 2.7 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The laboratory results were deemed to be correct and the customer's warfarin dosage was not changed. The customer has no hematocrit concerns, is not on heparin therapy, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, is on no new medications, has had no changes in diet, has had no additional illnesses, and no symptoms of bleeding or bruising. The customer's meter and test strip have been requested for return. Replacement products were sent. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.3 inr, qc 2: 3.4 inr, qc 3: 3.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.